Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the primary failure of a broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and related to device design. A review of the instrument log for the tenaculum forceps (470207-10/n101812190001) associated with this event has been performed. Per logs, the tenaculum forceps instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is being reported based on the failure analysis findings. A tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument had broken wire at the joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure and there was no report of patient injury. The procedure was completed as planned with a back up instrument. The patient information was requested, but not provided.